Event description:
Per the clinic, the patient experienced progressive decline in device performance and poor speech understanding. Irregularities in the tim measurements had been observed since 2019 (specific date not reported). In addition, high impedances were also observed and nrt measurements could not be reproduced. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.